Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one powered handle and one adapter, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No initial visual abnormalities were noted for the handle or adapter. The (electrically erasable programmable read only memory) eeprom was uploaded and indicated 23 autoclave cycles for the adapter and handle. No functional abnormalities were noted for the handle. During functional testing, it was noted that the adapter could not articulate to the left. The adapter was disassembled and a broken weld was noted on the articulation housing that couple the articulation link with the transmission. Functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due to the device being unable to articulate to one side. The broken weld was found to be caused by the laser shield not being replaced, including proof-loaded samples in production samples, potential contamination due to lack of tooling for the ball bearing assembly and the potential for insufficient cleaning of weld surfaces prior to welding. A product enhancement was issued to the supplier and a process enhancement has been initiated. A review of the handle and adapter device history records indicates the device lot numbers were released meeting all quality release specifications at the time of manufacture. The file will be closed as a component error. Should new information become available, the file will be re-opened and reassessed at that time. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a gastrectomy procedure. The articulation did not work during the second fire. Another handle had to be used to complete the procedure.